Event description:
Original report indicates that the pt was difficult to cannulate and the lifesite was explanted, follow-up info on 4/23/02 indicates that the facility believes the valve malfunctioned and the pt experienced bleeding and was hospitalized. The physician implanted a femoral catheter as an alternate access and the pt experienced more bleeding leading to "ppt" testing and transfusion.